Event description:
It was reported that while unpacking a 2.5 x 15 mm rx voyager t, it was noticed that the size on the hub of device, 2.0 x 12 mm, did not match the 2.5 x 15 mm size on the box and packaging. There was no patient involvement and no clinically significant delay in procedure. The procedure was completed with another 2.5 x 15 mm rx voyager t. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device confirmed the reported discrepancy as the balloon length measured 12 mm, which matched the device size listed on the hub, but did not match the 2.5 x 15 mm size listed on the box and packaging.